Event description:
The issue occurred intraprocedure during an endobronchial ultrasound. The issue was with the vizishot needles we use to obtain fine needle aspiration of the lymph tissue in the lung. The problem that occurred was outside of the pt after passing the needle and removing the specimen, the stylet gets stuck inside the sheath of the needle. When the stylet gets stuck, you can no longer use the needle to obtain specimens. In this specific case, this happened two different times with the same type of vizishot needle. No harm was caused to this pt, and the events did not interfere with the quality of the specimens we were obtaining.